Manufacturer narrative:
Additional information stated there was no patient involvement. One device was received for evaluation. Visual inspection found the entire device to be in a worn condition, and the dso seal bubbled. A ¿downstream occlusion¿ alarm was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm every time a disposable was attached. There was unknown patient involvement.